Manufacturer narrative:
Unit had intermittent buttons response due to flattened up button dome switch. No unlocked lcd keypad connector noted. However, unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. No unexpected numbers ramping/scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 26 mg/dl and she just ate and feels better and customer believe pump was over delivering. The blood glucose at the time of the call was 64 mg/dl and current blood glucose was 47 mg/dl. The drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.